Event description:
It was reported that during a lap gyn procedure, one side of the blade broke off and fell into the pt. The blade was retrieved. The procedure was then completed with no consequence to the pt. The surgery was prolonged one hour and ten mins to complete this task.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.